Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (b0(6) 2022. At 6:00am on (B)(6) 2022, the patient stated that the readings on the dexcom started to increase. At 8:00am, the values continued to rise and displayed 250 mg/dl. The patient treated themselves with two units to correct the blood glucose levels. By 9:00am, the dexcom was displaying 350 mg/dl with two arrow up and the value continued to increase. The patient's insulin pump automatically gave the patient six units of insulin. During this time, the patient disconnected and reconnected the insulin pump to ensure everything was okay. By 10:00am, the patient had a hypoglycemic reaction and the ambulance was called. When the paramedics arrived, the dexcom was still displaying a high value and the patient's bg on the meter was 40 mg/dl. The patient was treated with d50 by the paramedics and transported to the emergency room (ER). At the ER laboratory tests were done and at the time of the report the patient had been out of the hospital. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received on 11/07/2022. It was reported that the patient was admitted to the hospital on the date of event and discharged on 10/03/2022. No additional patient or event information is available.